Event description:
A physician reported, while treating a pt using a syringe with an "adg" needle, the needle disengaged from the syringe and the collagen splashed on the pt's face and the physician's hand. Neither the needle nor the collagen came in contact with the pt's or physician's eyes. There was no injury to the pt or physician.